Manufacturer narrative:
The insulin pump was warm and the display was blank due to a capacitor at the liquid crystal display, puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
The customer stated that the batteries are only lasting for two days in the insulin pump. Nothing further was reported.